Event description:
A nurse called zoll customer support to report that a (B)(6), male, pt's monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation, the monitor was unable to power up. Significant electrical damage was discovered on the monitor ca board (components r45, d25, u6, j1222bb, r8, r654, r689, q701, and c4 were damaged) and defibrillator board (components u15, u16, u17 and u18 were damaged). Review of flag filed shows that the monitor's battery pack was completely discharged. The monitor was left in the monitor for approx 30 hours before becoming fully depleted. The monitor alarmed multiple times to alert the pt that the battery needed to be replaced, but the pt did not replace the battery. The root cause for the electrical damage was the fully depleted battery pack. The overdischarged battery attempted to power the lifevest for as long as possible. The overdischarged battery most likely caused a power supply internal to the device to dip while the high-voltage converter was active. The dip in power supply caused errors internal to the device, and the charged capacitors damaged the pc boards in the device. No adverse event resulted from the defective monitor. The pt received a replacement monitor.